Event description:
It was reported that versacross connect faradrive was selected during ablation procedure. It has been mentioned that luer lock of syringe broke off during preparation. The procedure was completed using different device (same model). No patient complications occurred. The product is not expected to return as disposed.